Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm (alarm 20) occurred during load. Additionally, it was reported that a cartridge change error occurred. Customer¿s blood glucose was 240 mg/dl. Reportedly, the customer declined to provide back up insulin therapy method.